Event description:
During a lap cholecystectomy procedure and the removable of a mesentary mass the device would not lock. It would not turn at all. The user was offered another device to complete the procedure, but elected to convert the case to an open procedure. There was no further consequence to the patient.